Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-13477. It was reported that during the patient's lead replacement surgery, one of the patient's leads was left in the epidural space because the physician could not get the anchor out through the incision. The surgery was completed successfully by implanting two new leads. It is unknown which lead remains in the patient, therefore both are being reported.